Event description:
Customer reported poor image quality in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage table. System operates as intended. This MDR is related to ge healthcare complaints number.